Event description:
Customer reportedly obtained results of 250mg/dl, 95 mg/dl, 130 mg/dl, and 85mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.